Manufacturer narrative:
Aesculap inc. (Importer) is submitting this report on behalf of b. Braun surgical s.a. (Manufacturer). Exemption number: e2014012. Manufacturing site evaluation: evaluation on going h3 other text : device not returned.

Event description:
Germany. Date of operation_ (B)(6) 2017. Reason for surgery: umbilical normal closure/laparoscopy. Localization of the incision: body front side, umbilicus. Length of incision: 1,7 cm. Interrupted suture technique. Two threads used usp size 5/0, needle dsmp13 (code-batch c3046619-115491). Perioperative complications: thread breakage.

Manufacturer narrative:
Samples received: there are no samples available. Analysis and results: analysis and results: there is one previous complaint of this code-batch regarding other issue. Moreover, we have received four cases from a clinical study of the same code-batch. We manufactured and distributed in the market (B)(4) units of this code-batch. There are no units in our stock. We have not received any sample to analyze the case. Without any sample we cannot carry out an analysis in order to take a decision. Reviewed the batch manufacturing record, this product had a normal process and the results during the process fulfil usp/ep and b. Braun surgical requirements. Knot pull tensile strength results before releasing the product were 0.68 kgf in average and 0.63 kgf in minimum and fulfilled the requirements of the european pharmacopoeia (ep requirements: 0.39 kgf in average and 0.07 kgf in minimum). Remarks: when working with novosyn quick suture material great care should be taken in order to ensure that the surgical instruments used, such as forceps or needle holders do not cause any crushing or crimping damage to the suture material. Final conclusion: without samples we are not in position of studying if the affected product does not fulfil the specifications. In consequence, a proper analysis cannot be done. Nevertheless, we take note of this incidence and if any sample is received in the future, we will re-open the case and analyse it. Please note that when no samples are received our analysis is very limited. Corrective/preventive actions: according to our internal procedures, there is no need to establish corrective or preventive actions. Nevertheless, this complaint is recorded for trending analysis to assess if actions are needed in the future.